Event description:
It was reported that a patient was having problems with their device rate response being too aggressive when the patient clapped their hands. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.